Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2018 customer noted having contact with a healthcare provider and was prescribed diprosone (betamethasone dipropionate, a corticosteroid) and ebastine 10 mg. (An antihistamine). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date in (B)(6) 2018 customer noted having contact with a healthcare provider and was prescribed diprosone (betamethasone dipropionate, a corticosteroid) and ebastine 10 mg. (An antihistamine). No additional treatment was required. There was no report of death or permanent injury associated with this event.